Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies were returned for evaluation.

Event description:
It was reported that the patient underwent a surgery for implant of an artificial cervical disc at c5-c6. At 1 month post-op the patient presented with complaints of increased neck pain with radiation to interscapular region and left arm. Treatment was to continue pain medication and physical therapy. At 6 months post-op, the patient was treated with cervical cortisone injection. At 33 months post-op, bone scan showed a mild bony remolding at the c4-5 disc, above the level of the artificial disc. At 60 months post-op the patient states he always has neck pain and feels it is getting worse. Pt. Continues treatment with pain medication. At 89 months post-op the patient reports neck pain worse than pre-op. No additional treatment provided. Pt. Is pursuing a stable clinical course. The function of the artificial disc is well maintained.